Manufacturer narrative:
Gender: 23 males and 14 females. Implanted date: implanted on an unknown date. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production lot number/product code combination was not provided by the user facility, which prevented a meaningful review of the device history record. One report is being submitted for the reported 37 patients due to the lack of specific patient demographics.

Event description:
The following was reported through literature review. The article entitled incidence, predictors, and treatment options of critical limb ischaemia after use of collagen plug-based vascular closure devices, eurointervention 2015; 11:816-823, doi: 10.4244/eijv117a166, identified the onset of critical limb ischaemia (cli). Thirty-seven (37) patients (23 male and 14 female) developed cli (critical limb ischaemia) after unknown coronary procedures with application of unknown angio-seal vcds on unknown dates. Individual patient- specific information aside from gender is unknown. These patients underwent either surgery or endovascular angioplasty to resolve the cli (critical limb ischaemia).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update initial reporter - city.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.